Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, the patient¿s preexisting history of arrhythmia likely contributed to the need for a permanent pacemaker (ppm). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4) through the ease-it tf study, one day after the implant of a sapien 3 valve by tf approach, a permanent pacemaker was implanted because of a new onset of bradycardia tachycardia syndrome. Additionally, after tavi the patient¿s preexisting atrial fibrillation became permanent.